Event description:
Reporter indicated that a systems diagnostics test at a routine office visit resulted in high lead impedance indicating a possible lead break. The reporter requested x-rays be sent to manufacturer for review. Review of x-rays by manufacturer revealed a possible lead discontinuity in the lead body portion of the lead. Reporter stated that the pt recently experienced an increase in seizure activity from approximately 10 seizures per month to approximately 14 seizures per month. Revision surgery is scheduled. No serious injury was reported.

Manufacturer narrative:
Pa and lateral of chest and neck x-rays were reviewed. Review of x-rays by MFR revealed a possible lead discontinuity in the lead body portion of the lead. Device failure is suspected, but did not cause or contribute to a death or serious injury.